Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had separation failure, failure to advance in guidewire and material twisted / bent. The lv lead was removed and replaced. The patient was in stable condition.